Event description:
It was reported that the patient was experiencing recurring incontinence due to an unspecified fluid leak with their artificial urinary sphincter (aus). During troubleshooting the device was cycled and it was observed that there was no fluid in the pressure regulating balloon (prb). The physician decided to remove and replace the aus system. There were no further patient complications reported.